Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed the ptfe coating was slightly compressed and scraped at 35.0cm from its proximal end. The torque device brass collett markings appeared to be on the guidewire. Further functional evaluation showed that the device moved through a demo excelsior sl-10 microcatheter without any difficulties. The guidewire dimensions were within their specification. From the condition of the guidewire it appeared that the torque device had been over tightened on the guidewire. Subsequently, it was most likely the guidewire proximal part ptfe peeling related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no patient involvemant.